Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the eighty-five(85) dnx12 devices were returned inside it's package unopened. Upon visual inspection, the packaging was opened to review the applicator and no defects were observed. A functional test was performed, and the applicator was dispensed without failures or issues related with the customer compliant. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date topical skin adhesive was used. When the or cracks the vial to activate it, little pieces of glass were poking out of the pin. When they try to apply the adhesive to the patient the glass is cutting staff. Staff stable. Devices are available for return. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: customer purchased material# dnx12, dermabond advanced® topical skin adhesive, lot# 107g61. Direct from johnson and johnson. They did not purchase it through cardinal's distribution channel. According to the customer, "a couple weeks ago, I had to order direct from j&j due to them being back ordered with cardinal, and I¿m thinking the ones on my shelf with the issue were the ones I ordered there, but I wanted to make you aware of the issue. When the dermabond is cracked open (explained to me by the or) to activate, glass is popping through the pen, and cutting patients." I wanted to report this in case that lot number may be circulating in cardinal's inventory additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ¿ please clarify, how many devices demonstrated the alleged deficiency? 3. ¿ what was done to treat the shard penetration? Clean cut. ¿ was medical or surgical intervention required? No. ¿ was there any special diagnostic test performed? No. ¿ was it difficult to break the ampoule (was extra force needed to break the ampoule)? No ¿ was the ampoule crushed repeatedly? No. ¿ what is the status of the patient injury today? Did not occur on patient, occurred with staff. Staff stable. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.